Event description:
It was reported that the pulse generator was interrogated while the patient was in post-op recovery from anesthesia. The device displayed a diagnostics anomaly. A software download was successful, and the device remained implanted.